Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 660 mg/dl. The customer's blood glucose was 515 mg/dl, 336 mg/dl, 600 mg/dl, 162 mg/dl. 200 mg/dl and current blood glucose level was 322 mg/dl. The customer was treated by with insulin pump and IV insulin. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.